Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm, software anomaly alarm, and alarms due to blank display. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of program alarm anomaly, unexpected restart, signal too low alarm and software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen went blank. The customer stated that the display returned after new (B)(6) alkaline battery insert. The insulin pump will be returned for analysis.